Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC was broken. It was placed on (B)(6) 2010 and was removed on (B)(6) 2010. The customer stated that it was replaced with another PICC and the pt's status is fine.